Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl, and she was treated with an insulin drip. The mother stated that the customer experienced vomit. Troubleshooting was performed. The caller stated that the customer had ears infection and high fever over the weekend. The mother mentioned that the customer had two episodes of high blood glucose over 300mg/dl, and she was treated with the insulin pump. The caller stated that the customer woke up in the morning throwing up even water and high ketones. The mother stated that the customer had to be transported by airlift to the medical center. It was stated that the customer was disconnected from the insulin pump at time of her admission, but the customer was reconnected to the device after two successful readings. It was stated that the mother was recommended to monitor the insulin pump and call back if issues persist. No further information was provided.